Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experiencing keypad issues. The customer's blood glucose was unknown. It was stated that the customer could only do certain things with the act button. The customer stated that there was no moisture damage to the insulin pump. It was discovered that there was a block on the insulin pump. Assisted customer with turning it off, and the insulin pump worked fine. Nothing further reported.